Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc (printed circuit board assembly/ analog digital converter) reference failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.